Event description:
High impedances were measured following system replacement. The patient underwent a revision and a new longer extension was placed due to the ins being placed at a different location. There was no patient injury and the patient was okay.

Manufacturer narrative:
Product ID 37081-40, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6), product typ extension. Final device analysis for the extension revealed no anomaly found. (B)(4).